Manufacturer narrative:
Qn (B)(4).

Event description:
It was reported "after the catheter was inserted, it was found that the inflation was not smooth, and the iabp showed that the pipeline was leaking, and the iab catheter was immediately removed. Replace the new product and continue to treat the patient". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "pipeline was leaking" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after the catheter was inserted, it was found that the inflation was not smooth, and the iabp showed that the pipeline was leaking, and the iab catheter was immediately removed. Replace the new product and continue to treat the patient". No patient injury or consequence reported. The patient's current condition is reported as "fine".